Event description:
A nurse reported that an intraocular lens (iol) became damaged in the cartridge of the iol delivery system. The wound was widened to facilitate removal of the iol, and a suture was placed. The pt developed increased postoperative corneal edema and inflammation. Add'l info has been requested.

Event description:
Add'l info was provided by the surgeon. The reported symptoms lasted 1-2 weeks and have resolved completely.